Manufacturer narrative:
In this case, minimal information regarding this event was provided. Additional attempts to receive further information are in progress. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, the root cause for this event cannot be conclusively determine. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that at implant of a 31mm pericardial mitral, one of the leaflets was leaking in the corner. As reported, due to the bad conditions of the patient, the valve was left implanted. No additional details were provided.